Manufacturer narrative:
Date sent to FDA: 3/11/2020 additional h6 patient code: 1695,3191-organ loss,3189- surgical intervention. Additional information: a1,a2,b7,d1,d2,d4,d7. Additional b5 narrative:it was reported that the patient underwent mesh removal on (B)(6) 2014 due to hernia recurrence, fistula, mesh erosion, adhesion and organ loss.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.